Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff removed the 30-degree endoscope and adjust the endoscope shaft 180 degrees, wiped out the guided tool change, followed by reinstalling the endoscope to resolve the problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the staff was unable to flip the endoscope. The logs reflect error 23003. Tse recommended the staff remove the endoscope and adjust the scope shaft 180 degrees, wipe out the guided tool change, followed by reinstalling the scope. The staff completed the recommended troubleshooting steps, and the issue was resolved. The staff are proceeding with their procedure. No action required by the field service engineer (fse). The procedure was completing as planned with no reported injury.